Event description:
Lens opacification was observed at 21 months post-operatively. Pt's visual acuity is currently not affected and is 20/20.

Event description:
Lens was explanted due to lens opcification observed postoperative.